Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient can't walk well and they were in agony. It was also noted the patient was seeking a new physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-feb-24. It was reported that the pump had done nothing to alleviate any pain. The patient lived in pain 24 hours a day, 7 days a week and he could not take the pain anymore and needed some assistance. It was reported that the "pump blocked" and the patient did not know he had all the medication in the pump until he went for his pump refill and the healthcare professional (hcp) did a cat scan or something and found that the patient was not getting any medication. No further complications were expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2015-oct-16. It was reported that the physician ran a test and determined that the "pump was clogged." It was noted that the patient couldn't walk well and was in agony and that this was considered a sudden change in therapy/symptoms. Physician listings and assistance were requested. It was indicated that the pump was currently used to deliver clonidine at a dose 34.8 mcg/day and dilaudid at a dose of 17.411 mg/day. The concentrations were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and dilaudid via an implanted pump; the concentrations and doses were unknown by the reporter. The indication for use was spinal pain/failed back surgery syndrome. On (B)(6) 2015, the patient reported that they did a cat scan "and found I had a blockage" in the catheter. He was told that they needed to take it out and replace it. The patient had been in "unbearable pain" and had pain that shot from his back down both legs to his feet. The event date was noted as (B)(6) 2015. The situation was being addressed by the patient's hcp (healthcare professional). The patient also mentioned that the doctor wanted to put prialt in the pump, but he was concerned because he had read about prialt side effects. The actions/interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.